Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump cartridge did not fit properly on the pump. Another cartridge also did not fit properly, however, customer was able to use cartridge for insulin therapy. Blood glucose was 265 mg/dl.